Event description:
During following the 7th lesion of a tuna procedure, the needles would not retract back into the cartridge. The cartridge was removed from the pt with the needles extended. Continuous urethra irrigations were applied. A second cartridge was used and the procedure was completed with no adverse effects to the pt.